Manufacturer narrative:
(B)(4).

Event description:
The health care professional reported there were low impedances. The impedance measurements were <250 ohms, and electrode combinations 0 and 1 measured <50 ohms. The pt had increased tremor on the left side, and the battery was low when the hcp checked it. Add'l info has been requested. A follow-up report will be sent if add'l info becomes available.